Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1901: additional surgery; f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: (B)(6) 2008: epigastric and umbilical hernias. Surgical procedures: ¿ 1962: hernia repair. (B)(6) 2008: laparoscopic repair of ventral hernia with gore-tex dual mesh plus 15 by 19 cm patch. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2010: exploratory laparotomy. Release of small bowel obstruction. Lysis of adhesions. Stratus [sic] mesh closure 20 x 20 cm. (B)(6) 2011: open repair of incisional ventral hernia with parietex mesh 37 cm x 20 cm. Abdominal wall reconstruction with bilateral external oblique muscle flaps. Abdominal wall reconstruction with application of strattice porcine graft, 800 cm sq. Intermediate plastic closure of the wound, 24 cm. (B)(6) 2011: excision of necrotic skin abdominal wall. Evacuation hematoma abdominal wall. Closure of abdominal wall with medial and lateral tissue advancement flaps and intermediate plastic closure 20 cm. Implant preoperative complaints: (B)(6) 2008: indications: ¿presents secondary to multiple hernias within the midline. The patient indicates that these have increased in size over the last year and has caused some associated pain and discomfort with these. The patient denies any recent changes in bowel habits and denies any associated fevers, chills, chest pain, shortness of breath, headache, visual or hearing changes, nausea, vomiting, or abdominal pain. On examination, the patient has an epigastric hernia as well as a hernia near the umbilicus. They are easily reducible and showed no evidence of incarceration. After a lengthy discussion with the patient, it was determined that he undergo laparoscopic ventral hernia repair, possible open and all risks and benefits of the procedure including, but not limited to bleeding, infection, damage to underlying blood vessels, recurrence of the hernia, damage to bowel, bladder, liver, kidneys and need for further surgery. All questions were answered and consent was obtained and placed on the chart.¿ implant procedure: laparoscopic repair of ventral hernia with gore-tex dual mesh plus 15 by 19 cm patch. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/05782201, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2008: findings: ¿the patient had two ventral hernia defects noted along the midline. One was epigastric. The other was near the umbilicus. The ventral hernia was repaired with a gore-tex dual mesh plus 15 by 19 cm mesh. A good repair was noted with excellent overlap.¿ description of hernia being treated: ¿a 15 blade scalpel was then used to make a small left lateral incision on the anterior abdominal wall and using hasson technique, the abdominal cavity was entered. A 10 mm port was placed and the abdomen was insufflated with c02 to a partial pressure of 15 mm of mercury. Following adequate insufflation, two other ports were inserted, each 5 mm, one in the left lower quadrant and one in the left upper quadrant under direct visualization after small skin incisions were made with a 15 blade scalpel. These were inserted under direct visualization with no evidence of injury to the underlying bowel or viscera. The falciform ligament was then grasped and was carefully dissected free from the anterior abdominal wall in order to provide adequate space for a possible mesh graft. There was no evidence of significant intra-abdominal adhesions that required lysis at this time. The falciform ligament was taken down with laparoscopic shears as well as electrocautery in order to remove it from the potential surgical field. Following this, a spinal needle was used to mark the edges of the palpable hernias that were also visualized with the laparoscope.¿ implant size and fixation: ¿once the hernial edges were marked, appropriate measurement was obtained requiring a minimum of a 12 by 16 cm patch. A gore-tex dual mesh patch approximately 15 by 19 cm was utilized in the repair. Once the edges were marked and the area was measured, the gore-tex dual mesh plus 15 by 19 cm mesh was chosen and stay sutures were then tied to the mesh at the four corners. They were placed at the 12 o'clock, 3 o'clock, 6 o'clock and 9 o'clock positions on the mesh. The mesh was then inserted through the 10 mm port into the abdominal cavity and using a pmi passer needle, the free hands of the stay sutures were grasped individually and brought out onto the anterior abdominal wall after small skin incisions were made through which the pmi passer was placed. Each of the stay sutures was brought up in their respected positions first at the 12 o'clock, next at the 3 o'clock, then at the 6 o'clock and 9 o'clock positions. Once all the free hands of the sutures were brought out to the anterior abdominal wall and hemostatted, they were each tied individually allowing the mesh to firmly adhere to the anterior abdominal wall. Good overlap of the hernial defects were noted. At this time, an ethicon spiral tacking device was utilized to attach the mesh circumferentially at the periphery of the mesh to abdominal wall interface . A good adherence to the anterior abdominal wall was noted and an inner layer of spiral tack was also placed to further provide reinforcement of the mesh. Once this was performed, all of the ports were removed under direct visualization and c02 was allowed to escape from the abdominal cavity. Following this, the fascia of the left lateral 10 mm port was closed with figure-of-eight 0 vicryl sutures. No fascial defect was noted following closure. All of the skin incisions made for the port sites as well as for the stay sutures were closed with 4-0 undyed vicryl suture in a running subcuticular fashion and dermabond was applied to the skin.¿ revision preoperative complaints: (B)(6) 2010: indications: ¿came into the hospital with symptoms similar to dyspepsia with no nausea or vomiting. He had a recent bowel movement the day prior, however, he did note burning sensation in the epigastric area with eating gumbo that evening as well as onset of epigastric pain at that time. He denies any diffuse abdominal pain at that time, however later, his pain continued to progress and became diffuse . Again denied any nausea or vomiting. A CT was obtained which the preliminary read showed dilated small bowel with a decompressed colon, however, the patient was feeling better post ng tube placement. Therefore, the decision was made to re-evaluate the patient on (B)(6). On 8/6, the patient continued to have pain and was not progressing. A flat plate was done at that time which showed there was actually an increase in dilation of the small bowel and re-read of the CT at this time showed that there was a possible transition point near the terminal ileum, very concerning for small bowel obstruction. Therefore after discussion of the risks, benefits and alternatives with the patient, it was decided the patient would undergo an exploratory laparotomy, possible small bowel resection, possible colon resection, possible ostomy with lysis of adhesions likely. It was also discussed that due to patient's diagnosis of hepatocellular disease believed to be alcoholic in nature that we would do a liver biopsy while we were in the or if possible. Therefore, consent was signed and on chart.¿ revision procedure: exploratory laparotomy. Release of small bowel obstruction. Lysis of adhesions. Stratus [sic] mesh closure 20 x 20 cm. Revision date: (B)(6) 2010: procedure: ¿electrocautery was used uncut to incise the skin in a vertical incision. Electrocautery was used to dissect down through the fat and through the fascial layer to reveal a gore-tex mesh. At this time, the gore-tex was cut using mayo scissors superiorly and inferiorly, and immediately expressed was exudative, cloudy peritoneal fluid. T his was obtained for cultures. Immediately noticed at this time was grossly dilated small bowel with some color changes in areas and some serosal tears due to the extensive dilation. Also visualized on the right side, there was an adhesive band that appeared to be entrapping the small bowel and tracked to the mesh . This was transected with cautery and the small bowel was released . Immediately noticed the distal small bowel was quite decompressed to this area and no other adhesive bands were found entrapping the bowel at this time. Therefore, we proceeded to milk the bowel proximally towards the ng tube. Anesthesia did experience difficulty with her ng tube and at one point, the patient did have emesis of feculent material around the ng. Therefore, the ng was removed and replaced. The patient was ventilated well throughout the procedure per anesthesia. After placement of the ng tube, it appeared to drain well and we had 2,500 cc expressed from the small bowel proximally to the stomach. During this process, the small bowel began to decompress and as well, its color improved, turning much more pink. There was noted one area of serosal tear that on further inspection was found to be an enterotomy. Therefore, this was repaired using a ta-60 stapler in a transverse fashion. This was further inspected and good hemostasis was seen at the staple location. Attention was then turned to the serosal tears of the small bowel. 3-0 vicryl was used in an interrupted fashion to lembert the serosal tear. There were some adhesions still noted to the anterior abdominal wall and mesh on the right. Therefore, these were further taken down using electrocautery. At this time, the bowel was further reinspected and appeared to have good viability. Was pink and all the serosal tears appeared to have been repaired upon running the bowel. Overlying the serosal tears was placed surgicel and the bowel was reduced into the abdomen. Attention was now turned to obtaining a liver biopsy. The core biopsy needle was obtained and inserted into the edge of the liver and fired. Two good specimens were obtained using this. Electrocautery was then applied to the liver at these locations. The specimens were sent for evaluation by pathology. Due to concern that the tacks that were in the mesh may cause further adhesions as well as may damage the small bowel, the decision was made to close using a stratus [sic] mesh to provide an extra layer of protection. Therefore, 0 prolene were used in an interrupted figure-of-eight fashion to approximate the fascia and to attach the stratus [sic] at the superior and inferior poles. It was placed on some amount of stretch and then was underlaid in the peritoneal cavity. Prolene was further used to close the remainder of the incision after tacking the stratus in place. It was used in a figure-of-eight interrupted fashion. 3-0 vicryl was then used in a interrupted fashion to approximate the deep dermis and the skin layer was stapled. The area was cleaned and dried and sterile dressings were applied. The patient tolerated the procedure well. Due to the patient's emesis during anesthesia, the patient will be monitored overnight in the surgical lcu and we will continue to follow the patient there.¿ explant preoperative complaints: (B)(6) 2011: indications per dr. P.: ¿undergone previous laparoscopic ventral hernia repair. Unfortunately post procedure approximately 1 year later, he developed a small bowel obstruction due to adhesions. This is now a recurrent incisional ventral hernia . The patient gave informed consent for the procedure. This was to be performed as a component of separation, abdominal wall reconstruction.¿ indications per dr. H.: ¿incisional ventral hernia measuring approximately 24 x 12 cm. Dr. P. Is going to perform an enterolysis, ventral hernia repair, followed by abdominal wall reconstruction with bilateral external oblique muscle flaps, i.e component abdominal wall reconstruction with an onlay strattice porcine dermal graft. The patient is aware of the risks, benefits, and alternatives and consents to the operation.¿ explant procedure: open repair of incisional ventral hernia with parietex mesh 37 cm x 20 cm. Abdominal wall reconstruction with bilateral external oblique muscle flaps. Abdominal wall reconstruction with application of strattice porcine graft, 800 cm sq. Intermediate plastic closure of the wound, 24 cm. Explant date: (B)(6) 2011: procedure: ¿the patient was taken to the operating room where the preoperative incisional lines were drawn up by dr. H. To include surgical removal of the existing scar area. The patient had an elliptical incision created around the existing scar and fashioned through the skin and subcutaneous tissues. Hernia sac was encountered and the subcutaneous tissues were dissected free from the hernia sac. Skin flaps were raised laterally past the borders of the rectus musculature to expose the relaxing incisions later to be performed by dr. H. Penetrating and perforating vessels were spared whenever possible. Good hemostasis was achieved once the flaps were raised. Next the hernia sac was then excised. Meticulous adhesiolysis was required for this portion of the procedure and the old gore-tex mesh and stratus mesh from the previous repairs were excised and removed . Helical tacks were deeply embedded in the gore-tex mesh and this took time as well. Upon completion of this portion of the case, good hemostasis was achieved, but during the adhesiolysis, two seromuscular rents in the small bowel were repaired with 3-0 vicryl suture in horizontal mattress seromuscular lembert type sutures. Once small full thickness rent did occur, but this was quite small less than a third of the luminal circumference and this was suture repaired in 2 layers. The first layer was a running connell stitch with 3-0 vicryl. The second was horizontal mattresses with 3-0 silk lembert type sutures. There was no contamination or spillage with this issue. Once re-inspection for hemostasis and running the bowel was performed and good hemostasis and bowel integrity noted, the abdomen was then thoroughly irrigated and suctioned dry. At this point, the defect was measured at 25 x 10 cm and a fitted piece of parietex mesh was trimmed to 37 x 20 cm. This allowed, for 10 cm overlap in all directions. Dr. H. Was then called at this point. He performed the relaxing incisions bilaterally. This allowed the parietex mesh to be sewn in medial to the relaxing incisions circumferentially. The rives-stoppa technique was utilized so that interrupted #1 prolenes were placed as transfixion sutures circumferentially every 2-3 cm and the edge of the mesh brought out through the fascia. The 12 o'clock and 6 o'clock sutures were placed first and then the remainder of the lateral sutures were placed just medial to the relaxing incision lines as stated. Once all the sutures were placed, they were then tied and good circumferential maneuvering was seen with appropriate tension with the fascia closed at the midline. Once the mesh was in place, the fascia was then closed at the midline with interrupted 1 prolene s uture in figure-of-eight fashion and the case was then turned over to dr. H. Who will complete the separation of components and again this is described in a separate dictation. The procedure was completed by dr. H. He will continue admission to my service and will receive parenteral pain control and IV fluids.¿ dr. H. Operative report. ¿dr. P. Performed the initial part of the operation by making the initial incision, dissecting out the ventral hernia, and doing an enterolysis, followed by a ventral hernia repair. Prior to the ventral hernia repair, however, we entered the operative suite. We performed lateral relaxing excisions along the external oblique interface with the rectus musculature laterally. The rectus muscles were released from the external oblique fascia. The muscles were advanced, rotated into the wound, and dr. P. Completed the ventral hernia repair in a tension-free situation. Afterwards, we did an onlay porcine dermal graft. The graft measured 25 x 40 cm. This was on-laid over the closure and was secured in place with interrupted and running 0 prolene and 0 pds suture. Three jackson-pratt drains were placed in the subcutaneous space. One was placed underneath the porcine dermal graft. Quilting stitches were also placed on the porcine dermal graft to decrease the chance of seroma. The incision was closed meticulously with 3-0 and 4-0 vicryl suture in scarpa's fascia, 3-0 and 4-0 vicryl suture in the dermis, and 4-0 monocryl was used to approximate the skin edge with a running subcuticular stitch. The jackson-pratt drains were secured in place with 3-0 nylon suture.¿ (B)(6) 2011: pathology. Gross description: 1. Labeled ¿abdominal scar tissue¿. ¿in a fixative is a ribbon of brown tan coarsely wrinkle focally raised skin 24.3 x up to 1.1 cm.¿ 2. Labeled ¿portion of graft¿. ¿in fixative are five irregular sheets of white gray rubbery focally membranous tissue 4.2 x 2.5 x 0.6 cm ¿ 17.3 x 4.5 x 0.5 cm. Within this tissue is a mesh-like material. There are multiple metallic clips throughout the specimen.¿ 3. Labeled ¿ventral hernia sac¿. ¿in fixative are three fragments of fibromembranous and adipose tissues measuring 3.3 x 1.5 x 1.5 cm ¿ 9.7 x 5.8 x 1.5 cm.¿ diagnosis: 1. ¿benign skin and soft tissue with fibrosis, scare tissue, abdominal.¿ 2. ¿portion of exogenous material-graft with attached benign fibrocollagenous tissue showing chronic inflammation and fibrosis, benign adipose tissue is attached.¿ 3. ¿benign fibrocollagenous and adipose tissue, ventral hernia.¿ relevant medical information: (B)(6) 2011: excision of necrotic skin abdominal wall. Evacuation hematoma abdominal wall. Closure of abdominal wall with medial and lateral tissue advancement flaps and intermediate plastic closure 20 cm. Indications: ¿underwent component separation, ventral hernia repair, abdominal wall reconstruction who has a postoperative hematoma. The patient had developed a small amount of necrotic skin along the vertical incision line. He is presenting today for excision of the necrotic skin and evacuation of the hematoma and re-closure of the abdominal skin. All risks, benefits, and alternatives were explained to him in detail. He consents to the operation.¿ procedure: ¿the patient was marked preoperatively. The necrotic skin was elliptically excised with a #10 scalpel-blade. Dissection was carried down through the subcutaneous fat to the abdominal wall. A large pancake-shaped hematoma was evacuated. Areas of bleeding were controlled with electrocautery. The wound was copiously irrigated with triple antibiotic solution. Tissue advancement flaps were elevated medially and laterally. The skin was then closed after insertion of two new jackson-pratt drains in the subcutaneous space. The closure of the skin was utilized by rotating the tissue advancement flaps towards the central midline. They were closed in an intermediate plastic fashion with 3-0 vicryl and scarpa's fascia. 3 and 4-0 vicryl suture in the dermis and 4-0 monocryl was used to approximate the skin edge. Dermal glue was applied along with a sterile occlusive dressing. The jackson-pratt drains were secured in place with 3-0 nylon suture.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05782201. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2008 through (B)(6) 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: (B)(6) 2008: epigastric and umbilical hernias. Surgical procedures: 1962: hernia repair. (B)(6) 2008: laparoscopic repair of ventral hernia with gore-tex dual mesh plus 15 by 19 cm patch. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2010: exploratory laparotomy. Release of small bowel obstruction. Lysis of adhesions. Stratus [sic] mesh closure 20 x 20 cm. (B)(6) 2011: open repair of incisional ventral hernia with parietex mesh 37 cm x 20 cm. Abdominal wall reconstruction with bilateral external oblique muscle flaps. Abdominal wall reconstruction with application of strattice porcine graft, 800 cm sq. Intermediate plastic closure of the wound, 24 cm. (B)(6) 2011: excision of necrotic skin abdominal wall. Evacuation hematoma abdominal wall. Closure of abdominal wall with medial and lateral tissue advancement flaps and intermediate plastic closure 20 cm. Implant preoperative complaints: (B)(6) 2008: indications: ¿presents secondary to multiple hernias within the midline. The patient indicates that these have increased in size over the last year and has caused some associated pain and discomfort with these. The patient denies any recent changes in bowel habits and denies any associated fevers, chills, chest pain, shortness of breath, headache, visual or hearing changes, nausea, vomiting, or abdominal pain. On examination, the patient has an epigastric hernia as well as a hernia near the umbilicus. They are easily reducible and showed no evidence of incarceration. After a lengthy discussion with the patient, it was determined that he undergo laparoscopic ventral hernia repair, possible open and all risks and benefits of the procedure including, but not limited to bleeding, infection, damage to underlying blood vessels, recurrence of the hernia, damage to bowel, bladder, liver, kidneys and need for further surgery. All questions were answered and consent was obtained and placed on the chart.¿ implant procedure: laparoscopic repair of ventral hernia with gore-tex dual mesh plus 15 by 19 cm patch. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/05782201, 15cm x 19cm x 1mm thick, oval]. Implant date: (B)(6) 2008: findings: ¿the patient had two ventral hernia defects noted along the midline. One was epigastric. The other was near the umbilicus. The ventral hernia was repaired with a gore-tex dual mesh plus 15 by 19 cm mesh. A good repair was noted with excellent overlap.¿ description of hernia being treated: ¿a 15 blade scalpel was then used to make a small left lateral incision on the anterior abdominal wall and using hasson technique, the abdominal cavity was entered. A 10 mm port was placed and the abdomen was insufflated with c02 to a partial pressure of 15 mm of mercury. Following adequate insufflation, two other ports were inserted, each 5 mm, one in the left lower quadrant and one in the left upper quadrant under direct visualization after small skin incisions were made with a 15 blade scalpel. These were inserted under direct visualization with no evidence of injury to the underlying bowel or viscera. The falciform ligament was then grasped and was carefully dissected free from the anterior abdominal wall in order to provide adequate space for a possible mesh graft. There was no evidence of significant intra-abdominal adhesions that required lysis at this time. The falciform ligament was taken down with laparoscopic shears as well as electrocautery in order to remove it from the potential surgical field. Following this, a spinal needle was used to mark the edges of the palpable hernias that were also visualized with the laparoscope.¿ implant size and fixation: ¿once the hernial edges were marked, appropriate measurement was obtained requiring a minimum of a 12 by 16 cm patch. A gore-tex dual mesh patch approximately 15 by 19 cm was utilized in the repair. Once the edges were marked and the area was measured, the gore-tex dual mesh plus 15 by 19 cm mesh was chosen and stay sutures were then tied to the mesh at the four corners. They were placed at the 12 o'clock, 3 o'clock, 6 o'clock and 9 o'clock positions on the mesh. The mesh was then inserted through the 10 mm port into the abdominal cavity and using a pmi passer needle, the free hands of the stay sutures were grasped individually and brought out onto the anterior abdominal wall after small skin incisions were made through which the pmi passer was placed. Each of the stay sutures was brought up in their respected positions first at the 12 o'clock, next at the 3 o'clock, then at the 6 o'clock and 9 o'clock positions. Once all the free hands of the sutures were brought out to the anterior abdominal wall and hemostatted, they were each tied individually allowing the mesh to firmly adhere to the anterior abdominal wall. Good overlap of the hernial defects were noted. At this time, an ethicon spiral tacking device was utilized to attach the mesh circumferentially at the periphery of the mesh to abdominal wall interface . A good adherence to the anterior abdominal wall was noted and an inner layer of spiral tack was also placed to further provide reinforcement of the mesh. Once this was performed, all of the ports were removed under direct visualization and c02 was allowed to escape from the abdominal cavity. Following this, the fascia of the left lateral 10 mm port was closed with figure-of-eight 0 vicryl sutures. No fascial defect was noted following closure. All of the skin incisions made for the port sites as well as for the stay sutures were closed with 4-0 undyed vicryl suture in a running subcuticular fashion and dermabond was applied to the skin.¿ revision preoperative complaints: (B)(6) 2010: indications: ¿came into the hospital with symptoms similar to dyspepsia with no nausea or vomiting. He had a recent bowel movement the day prior, however, he did note burning sensation in the epigastric area with eating gumbo that evening as well as onset of epigastric pain at that time. He denies any diffuse abdominal pain at that time, however later, his pain continued to progress and became diffuse . Again denied any nausea or vomiting. A CT was obtained which the preliminary read showed dilated small bowel with a decompressed colon, however, the patient was feeling better post ng tube placement. Therefore, the decision was made to re-evaluate the patient on (B)(6). On (B)(6), the patient continued to have pain and was not progressing. A flat plate was done at that time which showed there was actually an increase in dilation of the small bowel and re-read of the CT at this time showed that there was a possible transition point near the terminal ileum, very concerning for small bowel obstruction. Therefore after discussion of the risks, benefits and alternatives with the patient, it was decided the patient would undergo an exploratory laparotomy, possible small bowel resection, possible colon resection, possible ostomy with lysis of adhesions likely. It was also discussed that due to patient's diagnosis of hepatocellular disease believed to be alcoholic in nature that we would do a liver biopsy while we were in the or if possible. Therefore, consent was signed and on chart.¿ revision procedure: exploratory laparotomy. Release of small bowel obstruction. Lysis of adhesions. Stratus [sic] mesh closure 20 x 20 cm. Revision date: (B)(6) 2010: procedure: ¿electrocautery was used uncut to incise the skin in a vertical incision. Electrocautery was used to dissect down through the fat and through the fascial layer to reveal a gore-tex mesh. At this time, the gore-tex was cut using mayo scissors superiorly and inferiorly, and immediately expressed was exudative, cloudy peritoneal fluid. T his was obtained for cultures. Immediately noticed at this time was grossly dilated small bowel with some color changes in areas and some serosal tears due to the extensive dilation. Also visualized on the right side, there was an adhesive band that appeared to be entrapping the small bowel and tracked to the mesh . This was transected with cautery and the small bowel was released . Immediately noticed the distal small bowel was quite decompressed to this area and no other adhesive bands were found entrapping the bowel at this time. Therefore, we proceeded to milk the bowel proximally towards the ng tube. Anesthesia did experience difficulty with her ng tube and at one point, the patient did have emesis of feculent material around the ng. Therefore, the ng was removed and replaced. The patient was ventilated well throughout the procedure per anesthesia. After placement of the ng tube, it appeared to drain well and we had 2,500 cc expressed from the small bowel proximally to the stomach. During this process, the small bowel began to decompress and as well, its color improved, turning much more pink. There was noted one area of serosal tear that on further inspection was found to be an enterotomy. Therefore, this was repaired using a ta-60 stapler in a transverse fashion. This was further inspected and good hemostasis was seen at the staple location. Attention was then turned to the serosal tears of the small bowel. 3-0 vicryl was used in an interrupted fashion to lembert the serosal tear. There were some adhesions still noted to the anterior abdominal wall and mesh on the right. Therefore, these were further taken down using electrocautery. At this time, the bowel was further reinspected and appeared to have good viability. Was pink and all the serosal tears appeared to have been repaired upon running the bowel. Overlying the serosal tears was placed surgicel and the bowel was reduced into the abdomen. Attention was now turned to obtaining a liver biopsy. The core biopsy needle was obtained and inserted into the edge of the liver and fired. Two good specimens were obtained using this. Electrocautery was then applied to the liver at these locations. The specimens were sent for evaluation by pathology. Due to concern that the tacks that were in the mesh may cause further adhesions as well as may damage the small bowel, the decision was made to close using a stratus [sic] mesh to provide an extra layer of protection. Therefore, 0 prolene were used in an interrupted figure-of-eight fashion to approximate the fascia and to attach the stratus [sic] at the superior and inferior poles. It was placed on some amount of stretch and then was underlaid in the peritoneal cavity. Prolene was further used to close the remainder of the incision after tacking the stratus in place. It was used in a figure-of-eight interrupted fashion. 3-0 vicryl was then used in a interrupted fashion to approximate the deep dermis and the skin layer was stapled. The area was cleaned and dried and sterile dressings were applied. The patient tolerated the procedure well. Due to the patient's emesis during anesthesia, the patient will be monitored overnight in the surgical lcu and we will continue to follow the patient there.¿ explant preoperative complaints: (B)(6) 2011: indications per dr. P.: ¿undergone previous laparoscopic ventral hernia repair. Unfortunately post procedure approximately 1 year later, he developed a small bowel obstruction due to adhesions. This is now a recurrent incisional ventral hernia . The patient gave informed consent for the procedure. This was to be performed as a component of separation, abdominal wall reconstruction.¿ indications per dr. H.: ¿incisional ventral hernia measuring approximately 24 x 12 cm. Dr. P. Is going to perform an enterolysis, ventral hernia repair, followed by abdominal wall reconstruction with bilateral external oblique muscle flaps, i.e component abdominal wall reconstruction with an onlay strattice porcine dermal graft. The patient is aware of the risks, benefits, and alternatives and consents to the operation.¿ explant procedure: open repair of incisional ventral hernia with parietex mesh 37 cm x 20 cm. Abdominal wall reconstruction with bilateral external oblique muscle flaps. Abdominal wall reconstruction with application of strattice porcine graft, 800 cm sq. Intermediate plastic closure of the wound, 24 cm. Explant date: (B)(6) 2011: procedure: ¿the patient was taken to the operating room where the preoperative incisional lines were drawn up by dr. H. To include surgical removal of the existing scar area. The patient had an elliptical incision created around the existing scar and fashioned through the skin and subcutaneous tissues. Hernia sac was encountered and the subcutaneous tissues were dissected free from the hernia sac. Skin flaps were raised laterally past the borders of the rectus musculature to expose the relaxing incisions later to be performed by dr. H. Penetrating and perforating vessels were spared whenever possible. Good hemostasis was achieved once the flaps were raised. Next the hernia sac was then excised. Meticulous adhesiolysis was required for this portion of the procedure and the old gore-tex mesh and stratus mesh from the previous repairs were excised and removed . Helical tacks were deeply embedded in the gore-tex mesh and this took time as well. Upon completion of this portion of the case, good hemostasis was achieved, but during the adhesiolysis, two seromuscular rents in the small bowel were repaired with 3-0 vicryl suture in horizontal mattress seromuscular lembert type sutures. Once small full thickness rent did occur, but this was quite small less than a third of the luminal circumference and this was suture repaired in 2 layers. The first layer was a running connell stitch with 3-0 vicryl. The second was horizontal mattresses with 3-0 silk lembert type sutures. There was no contamination or spillage with this issue. Once re-inspection for hemostasis and running the bowel was performed and good hemostasis and bowel integrity noted, the abdomen was then thoroughly irrigated and suctioned dry. At this point, the defect was measured at 25 x 10 cm and a fitted piece of parietex mesh was trimmed to 37 x 20 cm. This allowed, for 10 cm overlap in all directions. Dr. H. Was then called at this point. He performed the relaxing incisions bilaterally. This allowed the parietex mesh to be sewn in medial to the relaxing incisions circumferentially. The rives-stoppa technique was utilized so that interrupted #1 prolenes were placed as transfixion sutures circumferentially every 2-3 cm and the edge of the mesh brought out through the fascia. The 12 o'clock and 6 o'clock sutures were placed first and then the remainder of the lateral sutures were placed just medial to the relaxing incision lines as stated. Once all the sutures were placed, they were then tied and good circumferential maneuvering was seen with appropriate tension with the fascia closed at the midline. Once the mesh was in place, the fascia was then closed at the midline with interrupted 1 prolene s suture in figure-of-eight fashion and the case was then turned over to dr. H. Who will complete the separation of components and again this is described in a separate dictation. The procedure was completed by dr. H. He will continue admission to my service and will receive parenteral pain control and IV fluids.¿ dr. H. Operative report. ¿dr. P. Performed the initial part of the operation by making the initial incision, dissecting out the ventral hernia, and doing an enterolysis, followed by a ventral hernia repair. Prior to the ventral hernia repair, however, we entered the operative suite. We performed lateral relaxing excisions along the external oblique interface with the rectus musculature laterally. The rectus muscles were released from the external oblique fascia. The muscles were advanced, rotated into the wound, and dr. P. Completed the ventral hernia repair in a tension-free situation. Afterwards, we did an onlay porcine dermal graft. The graft measured 25 x 40 cm. This was on-laid over the closure and was secured in place with interrupted and running 0 prolene and 0 pds suture. Three jackson-pratt drains were placed in the subcutaneous space. One was placed underneath the porcine dermal graft. Quilting stitches were also placed on the porcine dermal graft to decrease the chance of seroma. The incision was closed meticulously with 3-0 and 4-0 vicryl suture in scarpa's fascia, 3-0 and 4-0 vicryl suture in the dermis, and 4-0 monocryl was used to approximate the skin edge with a running subcuticular stitch. The jackson-pratt drains were secured in place with 3-0 nylon suture.¿ (B)(6) 2011: pathology. Gross description: 1. Labeled ¿abdominal scar tissue¿. ¿in a fixative is a ribbon of brown tan coarsely wrinkle focally raised skin 24.3 x up to 1.1 cm.¿ 2. Labeled ¿portion of graft¿. ¿in fixative are five irregular sheets of white gray rubbery focally membranous tissue 4.2 x 2.5 x 0.6 cm ¿ 17.3 x 4.5 x 0.5 cm. Within this tissue is a mesh-like material. There are multiple metallic clips throughout the specimen.¿ 3. Labeled ¿ventral hernia sac¿. ¿in fixative are three fragments of fibromembranous and adipose tissues measuring 3.3 x 1.5 x 1.5 cm ¿ 9.7 x 5.8 x 1.5 cm.¿ diagnosis: 1. ¿benign skin and soft tissue with fibrosis, scare tissue, abdominal.¿ 2. ¿portion of exogenous material-graft with attached benign fibrocollagenous tissue showing chronic inflammation and fibrosis, benign adipose tissue is attached.¿ - 3. ¿benign fibrocollagenous and adipose tissue, ventral hernia.¿ relevant medical information: (B)(6) 2011: excision of necrotic skin abdominal wall. Evacuation hematoma abdominal wall. Closure of abdominal wall with medial and lateral tissue advancement flaps and intermediate plastic closure 20 cm. Indications: ¿underwent component separation, ventral hernia repair, abdominal wall reconstruction who has a postoperative hematoma. The patient had developed a small amount of necrotic skin along the vertical incision line. He is presenting today for excision of the necrotic skin and evacuation of the hematoma and re-closure of the abdominal skin. All risks, benefits, and alternatives were explained to him in detail. He consents to the operation.¿ procedure: ¿the patient was marked preoperatively. The necrotic skin was elliptically excised with a #10 scalpel-blade. Dissection was carried down through the subcutaneous fat to the abdominal wall. A large pancake-shaped hematoma was evacuated. Areas of bleeding were controlled with electrocautery. The wound was copiously irrigated with triple antibiotic solution. Tissue advancement flaps were elevated medially and laterally. The skin was then closed after insertion of two new jackson-pratt drains in the subcutaneous space. The closure of the skin was utilized by rotating the tissue advancement flaps towards the central midline. They were closed in an intermediate plastic fashion with 3-0 vicryl and scarpa's fascia. 3 and 4-0 vicryl suture in the dermis and 4-0 monocryl was used to approximate the skin edge. Dermal glue was applied along with a sterile occlusive dressing. The jackson-pratt drains were secured in place with 3-0 nylon suture.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating . Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05782201. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient code (1994) was reported based on the original complaint and is no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span october 9, 2008 through december 26, 2011 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: on (B)(6) 2008: epigastric and umbilical hernias. Surgical procedures: 1962: hernia repair. On (B)(6) 2008: laparoscopic repair of ventral hernia with gore-tex dual mesh plus 15 by 19 cm patch. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2010: exploratory laparotomy. Release of small bowel obstruction. Lysis of adhesions. Stratus [sic] mesh closure 20 x 20 cm. On (B)(6) 2011: open repair of incisional ventral hernia with parietex mesh 37 cm x 20 cm. Abdominal wall reconstruction with bilateral external oblique muscle flaps. Abdominal wall reconstruction with application of strattice porcine graft, 800 cm sq. Intermediate plastic closure of the wound, 24 cm. On (B)(6) 2011: excision of necrotic skin abdominal wall. Evacuation hematoma abdominal wall. Closure of abdominal wall with medial and lateral tissue advancement flaps and intermediate plastic closure 20 cm. Implant preoperative complaints: on (B)(6) 2008: indications: ¿presents secondary to multiple hernias within the midline. The patient indicates that these have increased in size over the last year and has caused some associated pain and discomfort with these. The patient denies any recent changes in bowel habits and denies any associated fevers, chills, chest pain, shortness of breath, headache, visual or hearing changes, nausea, vomiting, or abdominal pain. On examination, the patient has an epigastric hernia as well as a hernia near the umbilicus. They are easily reducible and showed no evidence of incarceration. After a lengthy discussion with the patient, it was determined that he undergo laparoscopic ventral hernia repair, possible open and all risks and benefits of the procedure including, but not limited to bleeding, infection, damage to underlying blood vessels, recurrence of the hernia, damage to bowel, bladder, liver, kidneys and need for further surgery. All questions were answered and consent was obtained and placed on the chart.¿ implant procedure: laparoscopic repair of ventral hernia with gore-tex dual mesh plus 15 by 19 cm patch. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/05782201, 15cm x 19cm x 1mm thick, oval]. Implant date: on (B)(6) 2008. Findings: ¿the patient had two ventral hernia defects noted along the midline. One was epigastric. The other was near the umbilicus. The ventral hernia was repaired with a gore-tex dual mesh plus 15 by 19 cm mesh. A good repair was noted with excellent overlap.¿ description of hernia being treated: ¿a 15 blade scalpel was then used to make a small left lateral incision on the anterior abdominal wall and using hasson technique, the abdominal cavity was entered. A 10 mm port was placed and the abdomen was insufflated with c02 to a partial pressure of 15 mm of mercury. Following adequate insufflation, two other ports were inserted, each 5 mm, one in the left lower quadrant and one in the left upper quadrant under direct visualization after small skin incisions were made with a 15 blade scalpel. These were inserted under direct visualization with no evidence of injury to the underlying bowel or viscera. The falciform ligament was then grasped and was carefully dissected free from the anterior abdominal wall in order to provide adequate space for a possible mesh graft. There was no evidence of significant intra-abdominal adhesions that required lysis at this time. The falciform ligament was taken down with laparoscopic shears as well as electrocautery in order to remove it from the potential surgical field. Following this, a spinal needle was used to mark the edges of the palpable hernias that were also visualized with the laparoscope.¿ implant size and fixation: ¿once the hernial edges were marked, appropriate measurement was obtained requiring a minimum of a 12 by 16 cm patch. A gore-tex dual mesh patch approximately 15 by 19 cm was utilized in the repair. Once the edges were marked and the area was measured, the gore-tex dual mesh plus 15 by 19 cm mesh was chosen and stay sutures were then tied to the mesh at the four corners. They were placed at the 12 o'clock, 3 o'clock, 6 o'clock and 9 o'clock positions on the mesh. The mesh was then inserted through the 10 mm port into the abdominal cavity and using a pmi passer needle, the free hands of the stay sutures were grasped individually and brought out onto the anterior abdominal wall after small skin incisions were made through which the pmi passer was placed. Each of the stay sutures was brought up in their respected positions first at the 12 o'clock, next at the 3 o'clock, then at the 6 o'clock and 9 o'clock positions. Once all the free hands of the sutures were brought out to the anterior abdominal wall and hemostatted, they were each tied individually allowing the mesh to firmly adhere to the anterior abdominal wall. Good overlap of the hernial defects were noted. At this time, an ethicon spiral tacking device was utilized to attach the mesh circumferentially at the periphery of the mesh to abdominal wall interface . A good adherence to the anterior abdominal wall was noted and an inner layer of spiral tack was also placed to further provide reinforcement of the mesh. Once this was performed, all of the ports were removed under direct visualization and c02 was allowed to escape from the abdominal cavity. Following this, the fascia of the left lateral 10 mm port was closed with figure-of-eight 0 vicryl sutures. No fascial defect was noted following closure. All of the skin incisions made for the port sites as well as for the stay sutures were closed with 4-0 undyed vicryl suture in a running subcuticular fashion and dermabond was applied to the skin.¿ revision preoperative complaints: on (B)(6) 2010: indications: ¿came into the hospital with symptoms similar to dyspepsia with no nausea or vomiting. He had a recent bowel movement the day prior, however, he did note burning sensation in the epigastric area with eating gumbo that evening as well as onset of epigastric pain at that time. He denies any diffuse abdominal pain at that time, however later, his pain continued to progress and became diffuse . Again denied any nausea or vomiting. A CT was obtained which the preliminary read showed dilated small bowel with a decompressed colon, however, the patient was feeling better post ng tube placement. Therefore, the decision was made to re-evaluate the patient on (B)(6). On (B)(6), the patient continued to have pain and was not progressing. A flat plate was done at that time which showed there was actually an increase in dilation of the small bowel and re-read of the CT at this time showed that there was a possible transition point near the terminal ileum, very concerning for small bowel obstruction. Therefore after discussion of the risks, benefits and alternatives with the patient, it was decided the patient would undergo an exploratory laparotomy, possible small bowel resection, possible colon resection, possible ostomy with lysis of adhesions likely. It was also discussed that due to patient's diagnosis of hepatocellular disease believed to be alcoholic in nature that we would do a liver biopsy while we were in the or if possible. Therefore, consent was signed and on chart.¿ revision procedure: exploratory laparotomy. Release of small bowel obstruction. Lysis of adhesions. Stratus [sic] mesh closure 20 x 20 cm. Revision date: on (B)(6) 2010. Procedure: ¿electrocautery was used uncut to incise the skin in a vertical incision. Electrocautery was used to dissect down through the fat and through the fascial layer to reveal a gore-tex mesh. At this time, the gore-tex was cut using mayo scissors superiorly and inferiorly, and immediately expressed was exudative, cloudy peritoneal fluid. T his was obtained for cultures. Immediately noticed at this time was grossly dilated small bowel with some color changes in areas and some serosal tears due to the extensive dilation. Also visualized on the right side, there was an adhesive band that appeared to be entrapping the small bowel and tracked to the mesh . This was transected with cautery and the small bowel was released . Immediately noticed the distal small bowel was quite decompressed to this area and no other adhesive bands were found entrapping the bowel at this time. Therefore, we proceeded to milk the bowel proximally towards the ng tube. Anesthesia did experience difficulty with her ng tube and at one point, the patient did have emesis of feculent material around the ng. Therefore, the ng was removed and replaced. The patient was ventilated well throughout the procedure per anesthesia. After placement of the ng tube, it appeared to drain well and we had 2,500 cc expressed from the small bowel proximally to the stomach. During this process, the small bowel began to decompress and as well, its color improved, turning much more pink. There was noted one area of serosal tear that on further inspection was found to be an enterotomy. Therefore, this was repaired using a ta-60 stapler in a transverse fashion. This was further inspected and good hemostasis was seen at the staple location. Attention was then turned to the serosal tears of the small bowel. 3-0 vicryl was used in an interrupted fashion to lembert the serosal tear. There were some adhesions still noted to the anterior abdominal wall and mesh on the right. Therefore, these were further taken down using electrocautery. At this time, the bowel was further reinspected and appeared to have good viability. Was pink and all the serosal tears appeared to have been repaired upon running the bowel. Overlying the serosal tears was placed surgicel and the bowel was reduced into the abdomen. Attention was now turned to obtaining a liver biopsy. The core biopsy needle was obtained and inserted into the edge of the liver and fired. Two good specimens were obtained using this. Electrocautery was then applied to the liver at these locations. The specimens were sent for evaluation by pathology. Due to concern that the tacks that were in the mesh may cause further adhesions as well as may damage the small bowel, the decision was made to close using a stratus [sic] mesh to provide an extra layer of protection. Therefore, 0 prolene were used in an interrupted figure-of-eight fashion to approximate the fascia and to attach the stratus [sic] at the superior and inferior poles. It was placed on some amount of stretch and then was underlaid in the peritoneal cavity. Prolene was further used to close the remainder of the incision after tacking the stratus in place. It was used in a figure-of-eight interrupted fashion. 3-0 vicryl was then used in a interrupted fashion to approximate the deep dermis and the skin layer was stapled. The area was cleaned and dried and sterile dressings were applied. The patient tolerated the procedure well. Due to the patient's emesis during anesthesia, the patient will be monitored overnight in the surgical lcu and we will continue to follow the patient there.¿ explant preoperative complaints: on (B)(6) 2011: indications per dr. (B)(6): ¿undergone previous laparoscopic ventral hernia repair. Unfortunately post procedure approximately 1 year later, he developed a small bowel obstruction due to adhesions. This is now a recurrent incisional ventral hernia . The patient gave informed consent for the procedure. This was to be performed as a component of separation, abdominal wall reconstruction.¿ indications per dr. (B)(6): ¿incisional ventral hernia measuring approximately 24 x 12 cm. Dr. (B)(6) is going to perform an enterolysis, ventral hernia repair, followed by abdominal wall reconstruction with bilateral external oblique muscle flaps, i.e component abdominal wall reconstruction with an onlay strattice porcine dermal graft. The patient is aware of the risks, benefits, and alternatives and consents to the operation.¿ explant procedure: open repair of incisional ventral hernia with parietex mesh 37 cm x 20 cm. Abdominal wall reconstruction with bilateral external oblique muscle flaps. Abdominal wall reconstruction with application of strattice porcine graft, 800 cm sq. Intermediate plastic closure of the wound, 24 cm. Explant date: on (B)(6) 2011. Procedure: ¿the patient was taken to the operating room where the preoperative incisional lines were drawn up by dr. (B)(6) to include surgical removal of the existing scar area. The patient had an elliptical incision created around the existing scar and fashioned through the skin and subcutaneous tissues. Hernia sac was encountered and the subcutaneous tissues were dissected free from the hernia sac. Skin flaps were raised laterally past the borders of the rectus musculature to expose the relaxing incisions later to be performed by dr. (B)(6) penetrating and perforating vessels were spared whenever possible. Good hemostasis was achieved once the flaps were raised. Next the hernia sac was then excised. Meticulous adhesiolysis was required for this portion of the procedure and the old gore-tex mesh and stratus mesh from the previous repairs were excised and removed . Helical tacks were deeply embedded in the gore-tex mesh and this took time as well. Upon completion of this portion of the case, good hemostasis was achieved, but during the adhesiolysis, two seromuscular rents in the small bowel were repaired with 3-0 vicryl suture in horizontal mattress seromuscular lembert type sutures. Once small full thickness rent did occur, but this was quite small less than a third of the luminal circumference and this was suture repaired in 2 layers. The first layer was a running connell stitch with 3-0 vicryl. The second was horizontal mattresses with 3-0 silk lembert type sutures. There was no contamination or spillage with this issue. Once re-inspection for hemostasis and running the bowel was performed and good hemostasis and bowel integrity noted, the abdomen was then thoroughly irrigated and suctioned dry. At this point, the defect was measured at 25 x 10 cm and a fitted piece of parietex mesh was trimmed to 37 x 20 cm. This allowed, for 10 cm overlap in all directions. Dr. (B)(6) was then called at this point. He performed the relaxing incisions bilaterally. This allowed the parietex mesh to be sewn in medial to the relaxing incisions circumferentially. The rives-stoppa technique was utilized so that interrupted #1 prolenes were placed as transfixion sutures circumferentially every 2-3 cm and the edge of the mesh brought out through the fascia. The 12 o'clock and 6 o'clock sutures were placed first and then the remainder of the lateral sutures were placed just medial to the relaxing incision lines as stated. Once all the sutures were placed, they were then tied and good circumferential maneuvering was seen with appropriate tension with the fascia closed at the midline. Once the mesh was in place, the fascia was then closed at the midline with interrupted 1 prolene suture in figure-of-eight fashion and the case was then turned over to dr. (B)(6) who will complete the separation of components and again this is described in a separate dictation. The procedure was completed by dr.(B)(6) he will continue admission to my service and will receive parenteral pain control and IV fluids.¿ dr. (B)(6) operative report. ¿dr. (B)(6) performed the initial part of the operation by making the initial incision, dissecting out the ventral hernia, and doing an enterolysis, followed by a ventral hernia repair. Prior to the ventral hernia repair, however, we entered the operative suite. We performed lateral relaxing excisions along the external oblique interface with the rectus musculature laterally. The rectus muscles were released from the external oblique fascia. The muscles were advanced, rotated into the wound, and dr. (B)(6) completed the ventral hernia repair in a tension-free situation. Afterwards, we did an onlay porcine dermal graft. The graft measured 25 x 40 cm. This was on-laid over the closure and was secured in place with interrupted and running 0 prolene and 0 pds suture. Three jackson-pratt drains were placed in the subcutaneous space. One was placed underneath the porcine dermal graft. Quilting stitches were also placed on the porcine dermal graft to decrease the chance of seroma. The incision was closed meticulously with 3-0 and 4-0 vicryl suture in scarpa's fascia, 3-0 and 4-0 vicryl suture in the dermis, and 4-0 monocryl was used to approximate the skin edge with a running subcuticular stitch. The jackson-pratt drains were secured in place with 3-0 nylon suture.¿ on (B)(6) 2011: pathology. Gross description: 1. Labeled ¿abdominal scar tissue¿. ¿in a fixative is a ribbon of brown tan coarsely wrinkle focally raised skin 24.3 x up to 1.1 cm.¿ 2. Labeled ¿portion of graft¿. ¿in fixative are five irregular sheets of white gray rubbery focally membranous tissue 4.2 x 2.5 x 0.6 cm ¿ 17.3 x 4.5 x 0.5 cm. Within this tissue is a mesh-like material. There are multiple metallic clips throughout the specimen.¿ 3. Labeled ¿ventral hernia sac¿. ¿in fixative are three fragments of fibromembranous and adipose tissues measuring 3.3 x 1.5 x 1.5 cm ¿ 9.7 x 5.8 x 1.5 cm.¿ diagnosis: 1. ¿benign skin and soft tissue with fibrosis, scare tissue, abdominal.¿ 2. ¿portion of exogenous material-graft with attached benign fibrocollagenous tissue showing chronic inflammation and fibrosis, benign adipose tissue is attached.¿ 3. ¿benign fibrocollagenous and adipose tissue, ventral hernia.¿ relevant medical information: on (B)(6) 2011: excision of necrotic skin abdominal wall. Evacuation hematoma abdominal wall. Closure of abdominal wall with medial and lateral tissue advancement flaps and intermediate plastic closure 20 cm. Indications: ¿underwent component separation, ventral hernia repair, abdominal wall reconstruction who has a postoperative hematoma. The patient had developed a small amount of necrotic skin along the vertical incision line. He is presenting today for excision of the necrotic skin and evacuation of the hematoma and re-closure of the abdominal skin. All risks, benefits, and alternatives were explained to him in detail. He consents to the operation.¿ procedure: ¿the patient was marked preoperatively. The necrotic skin was elliptically excised with a #10 scalpel-blade. Dissection was carried down through the subcutaneous fat to the abdominal wall. A large pancake-shaped hematoma was evacuated. Areas of bleeding were controlled with electrocautery. The wound was copiously irrigated with triple antibiotic solution. Tissue advancement flaps were elevated medially and laterally. The skin was then closed after insertion of two new jackson-pratt drains in the subcutaneous space. The closure of the skin was utilized by rotating the tissue advancement flaps towards the central midline. They were closed in an intermediate plastic fashion with 3-0 vicryl and scarpa's fascia. 3 and 4-0 vicryl suture in the dermis and 4-0 monocryl was used to approximate the skin edge. Dermal glue was applied along with a sterile occlusive dressing. The jackson-pratt drains were secured in place with 3-0 nylon suture.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05782201. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2010 and (B)(6) 2011, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: partial mesh removal, acute small bowel obstruction, pain, additional surgery, mesh removal. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 3/4/07; including abdominoplasty and 17 other abdominal surgeries were not provided. [Missing records: records for 4 incisional hernia repairs, abdominoplasty with a very complex history of apparently an enterocutaneous fistula and apparently 17 different abdominal operations for complications associated with incisional hernias were not provided.] (B)(6) 2007: (B)(6) hospital. Daniel joseph scott, md. Operative report. Preoperative diagnosis: incarcerated recurrent incisional hernia with loss of domain. Morbid obesity. Postoperative diagnosis: incarcerated recurrent incisional hernia with loss of domain. Morbid obesity. Procedure: exploratory laparotomy with repair of multiply recurrent incarcerated incisional hernia with mesh, (modified wantz-stoppa repair). Assistant: adam w. Beck, md. Anesthesia: general endotracheal. Antibiotics: ancef. Complications: none. IV fluids: 3.5 l. Estimated blood loss: 200 cc. Urine output: 700 cc. Specimens: none. Findings: ¿a very large loss-of-domain hernia with at least a 10-cm gap (with) in her fascia at the midline from her midepigastric area down to the lower abdominal region. We fashioned a very large piece of mesh using 2 pieces of 18 x 24-cm gore-tex dualmesh (24 cm placed in a width direction) as well as a 15 x 10-cm piece of parietex at the most cephalad portion of this repair (15 cm, direction placed: side to side). Mesh was held in place with 28 sutures, placed transfascially or to muscular attachments. Statement of medical necessity: the patient is a 37-year-old caucasian woman status post at least 4 incision hernia repairs and then abdominoplasty with a very complex history of apparently an enterocutaneous fistula and apparently 17 different abdominal operations for complications associated with incisional hernias. She also has a history of a seizure disorder, but fortunately she had been cleared by her neurologist for surgery. I had admitted her 2 days ago from the clinic because her nausea and vomiting became quite a bit worse over the past few weeks to where she was vomiting 4 times a day, presumably related to this incarcerated recurrent incisional hernia. She is also morbidly obese. We observed her and got her started on tpn. Fortunately her nutrition was reasonably adequate as she had a prealbumin of 15 and an albumin of 3.5. Therefore, we opted, under these circumstances, with a fear of bowel obstruction to take her to the operating room somewhat in an urgent fashion for this repair. Informed written consent was obtained. Description of operation in detail: the patient was brought to the operating room, placed in the supine position, and once an adequate level of general endotracheal anesthesia was obtained, the patient¿s abdomen was prepped and draped in the usual sterile fashion. Anesthesia obtained IV access by accessing the left subclavian vein. With the abdomen prepped and draped, we also had a foley catheter in place, and bilateral scds were activated preinduction. She received ancef before the incision was made. I then made a very long midline incision with the plan of getting into her abdomen in the midepigastric area, as she had approximately 10 cm of what was judged to be normal fascia above the hernia at this location. With careful retraction using kochers and careful enter through the tissue in a layer-by-layer fashion, I was able to enter the peritoneal cavity in this midepigastric area and to lyse adhesions in a very careful sharp fracture. The falciform ligament was adherent to this midepigastric area, and this was divided between clamps. Some omental attachments were divided using electrocautery. With careful finger palpation, we could get into the neck of the hernia itself from the cephalad direction, from the intraperitoneal location, and divide the fascia that was incarcerating the hernia contents. Hernia contents were seen to be colon and small bowel. We also took note that she had probably had a ladd¿s procedure, because her cecum was in fact free floating and in the midabdomen, and her right colon was not fixated to the right retroperitoneum. She has a history of some sort of malrotation. We continued our lysis of adhesions which was relatively difficult, but with sequential tension, counter tension, and sharp dissection techniques, we were able to free up the entire area of adhesion, well into her lower abdomen where the bulk of the hernia had been in the midabdominal area. We had evidence that she had some sort of mesh, as we entered essentially an old seroma cavity with a very glistening-type lining that ran from approximately her midabdomen down to her lower abdomen. In fact when we first entered this cavity, I was worried that it could have been urinary bladder, but we palpated the foley balloon to confirm that we were in fact well anterior and well cephalad to that area of the urinary bladder. We subsequently excised this entire area of mesh and seroma in her lower abdominal area. She had very good musculature that had retracted back laterally to some extent. We continued our lysis of adhesions into the pelvis to free up her urinary bladder from the anterior abdominal wall which was done relatively easily. We cleared all fascia for well over 10 to 15 cm in all directions, and this fortunately was not overly difficult. We then inspected her bowel as much as we could and again confirmed that it in fact looked like she had had a ladd¿s procedure, as her colon was laying in the left half of the abdomen, and her small bowel was lying in the right half of the abdomen. We did free up several bands that looked concerning for high risk for future development of a small-bowel obstruction. However, she did not have any transition point nor did she have dilated bowel indicative of acute small-bowel obstruction at this point. Therefore, we left numerous chronically adherent areas intact for fear of causing injury or preventing us from doing a permanent mesh repair on our incisional hernia. We then looked at our defect which was essentially from the xiphoid process all the way down to about 10-cm cephalad to her pubic bone. This most caudal extent of the incision allowed us to leave the fascia intact, although some of this fascia was in fact attenuated. We opted for gore-tex dualmesh in an 18 x 24-cm configuration, using the 24-cm width of this mesh to go in a side-to-side direction, and anchoring 0 ethibond sutures to the mesh at approximately 4-cm intervals. We then used a fascia-closure device through separate stab incisions and anchored 3 sutures on the pubic bone itself into the periosteum and then circumferentially back at least 8 to 10 if not 15 cm back from the fascial edge to create a very nice wantz-stoppa-type of intraperitoneal repair using the gore-tex mesh. We then sutured a second piece of gore-tex mesh to the first piece, again with the 24-cm width going in a side-to-side fashion. This was not quite halfway up our defect. We again proceeded with 0 ethibond transfascial suture fixation through separate stab incisions, almost as far laterally as we could get, so that the mesh lay out in quite a nice, smooth configuration. We then approximated the costal margins with our mesh and decided to place sutures from the intraperitoneal location above the costal margin, tacking the mesh to the peritoneum and in fact to the diaphragmatic surface, as we were up this high in the patient¿s abdomen. The most top part of our gore-tex mesh still left a few centimeters of incision up by the xiphoid process in an unreinforced fashion. We then opted to place a piece of 10 x 15 cm parietex with an antiadhesive collagen barrier on the inner surface. We had taken down the falciform ligament high upon the diaphragm to afford mesh overlap in a cephalad fashion. We sutured the parietex mesh to the top edge of the gor-tex [sic] mesh with the 15-cm width going in a side-to-side fashion. These mesh pieces were sutured with 0 ethibond in a running fashion with 2 sutures per junction. We then anchored 3 sutures to the diaphragm to anchor the parietex mesh in an appropriate cephalad location. Again, when all the sutures were tied, we had a very nice, smooth, taut layout of the mesh. We then went around the circumference and saw about 3 locations on both sides that required additional suture fixation to prevent bowel herniation between fixation sutures of the mesh. These were done without difficulty. We also placed a couple of extra anchoring sutures about 5 cm back from the fascial edge in the left and right subcostal areas to anchor the mesh to the full thickness of abdominal wall musculature. We thus had an excellent repair afforded and decided we would reapproximate the midline fascia with #1 pds suture, starting 1 suture in the lower abdomen and starting 1 in the upper abdomen. We were able to close all but about 10 cm of her midline fascia before the tension become relatively significant, and we did not want to create high intraabdominal pressures. Therefore, we left approximately a 10 x 10-cm area in her central abdomen with the mesh exposed and without the overlying fascia reapproximated. We excised the wedge of skin and subcutaneous fat on the right side of the flap which contained a large amount of the hernia sac. We then irrigated the wound and verified excellent hemostasis. The wound was then closed in 3 layers with 2 layers of vicryl running subcutaneous close and then skin staples to complete the closure. Bandages were applied, and the patient is planned for extubation in the recovery room and close followup as an inpatient.¿ (B)(6) 2007 [date assigned]: ut southwestern medical center. Implant record. Mesh dual goretex 18x24 ¿ log15381. Inventory name: mesh parietex composit [sic] 14.5x11. Implant name: mesh dual goretex 18x24 ¿ log15381. Manufacturer: wl gore & associates, inc. Lot no: 04503309. Model/cat no: 1dlmc06. Area: abdomen. Action: implanted. Number used: 1. Mesh dual goretex 18x24 ¿ log15381. Inventory name: mesh parietex composit [sic] 14.5x11. Implant name: mesh dual goretex 18x24 ¿ log15381. Manufacturer: wl gore & associates inc. Lot no: 04721348. Model/cat no: 1dlmc06. Area: abdomen. Action: implanted. Number used: 1. Mesh parietex 14.5 x 11 ¿ log15381. Inventory name: mesh parietex skirted 6¿ * 4¿. Implant name: mesh parietex 14.5 x 11 ¿ log15381. Manufacturer: ussc. Lot no: pgj00066. Model/cat no: pco15100s. Area: abdomen. Action: implanted. Number used: 1. The records confirm two gore® dualmesh® biomaterial (1dlmc06/04503309 and 1dlmc06/04721348) were implanted during the procedure. Records between 3/4/07 and 8/12/09 were not provided. (B)(6) 2009: ut southwestern medical center. Daniel joseph scott, md. Operative report. Preoperative diagnosis: multiply recurrent incarcerated incisional hernia. Postoperative diagnosis: multiply recurrent incarcerated incisional hernia. Procedure: multiply recurrent incisional hernia repair with mesh via an open approach. Assistant: dawn hui, md. Anesthesia: general endotracheal. Antibiotics: levaquin. Complications: none. Estimated blood loss: 75 ml. Intravenous fluids: 3 l. Specimen: none. Drains: none. Findings: ¿the patient had a 4-cm defect in her left lower quadrant, which was extended to 5 cm in an effort to perform very tedious and careful adhesiolysis of densely adherent small bowel (small bowel was adherent to the mesh, scar tissue, fascia and neoperitoneal surface). No enterotomies were made and only 1 small deserosalization was made and repaired with simple interrupted 3-0 silk. We performed a primary closure of the fascia defect with interrupted #1 prolene and performed an onlay polypropylene mesh buttress repair with a 10- x 14-cm piece of mesh oriented transversely and held in place with 0 nurolon interrupted sutures. Statement of medical necessity: the patient is a 39-year-old caucasian female who had undergone some 17 prior abdominal operations for a hernia with apparent complications including intracutaneous fistula. On 03/04/2007, I performed a 6-hour very complex multiply recurrent incisional hernia repair and implanted 2 pieces of 18- x 24-cm gore-tex dual mesh oriented horizontally with 24 cm of side-to-side mesh coverage as well as implanting a 10- x 15-cm piece of parietex mesh in the cephalad portion of the abdomen. I had sutured the 2 pieces of gore-tex dual mesh together. She did well postoperatively for about 2 years. She had presented as an outpatient to the aston clinic about 1 week ago providing the history of traveling to florida about 5 weeks ago and falling from standing and hearing an audible pop and having acute onset of left lower quadrant abdominal pain. On the following day, she reported having new-onset of nausea and vomiting, which progressively had worsened. On physical examination as an outpatient, I could not tell if she had a recurrence, as she is an obese individual. I ordered a CT scan and gave her emergency room warnings. She had also had a history of a right anterior cruciate ligament injury and I referred her to orthopedics. She has a complex bedtime [sic] of seizure disorders and chronic pain, maintaining herself on methadone 15 mg t.i.d. Given her complex history and her ability to tolerate liquids and even some solids at that point and time, I opted for an outpatient workup. She failed that with worsening nausea and vomiting and presented to the st. Paul emergency room and was admitted late on the evening of 08/11/2009. She received a CT scan examination, which revealed a relatively small defect measuring several centimeters in diameter according to CT scan in the left lower quadrant approximately 10 cm cephalad to the most inferior aspect of the mesh in the suprapubic region. This defect was surrounded by mesh and seemed consistent with a breakdown of the suture line joining the two 18- x 24-cm pieces of gore-tex dual mesh. Given these findings of an incarcerated small bowel incisional hernia accompanied by worsening nausea and vomiting, I opted to take her to the operating room on 08/12/2009. She was somewhat volume depleted with difficult IV access but nonetheless, anesthesia was able to preoperatively obtain a peripheral IV and bolused her fluid. From a nutritional standpoint, she seemed relatively adequate, as her albumin was 4. Informed written consent was obtained. Description of operation: the patient was brought to the operating room, placed in the supine position and once adequate level of general endotracheal anesthesia was obtained, the patient¿s abdomen was prepped and draped in the usual sterile fashion. I had previously marked while the patient was awake, the exact pinpoint area of maximal pain that was corresponded to a ballottable, squishy portion of her abdominal wall consistent with herniated small intestine. We made a 15-cm transverse incision centered on this area and very carefully went layer by layer through the subcutaneous tissue down to fascia on the corners of our incision and then with great care, proceeded towards the herniated contents. We meticulously got around the herniated contents, elevated the scar tissue, the fascia and the well-incorporated gore-tex dual mesh, which was virtually indistinguishable from the scar in the abdominal wall. We elevated this with kocher clamps and proceeded with sharp adhesiolysis of the herniated contents until we had successfully unroofed the small intestine as it was densely adherent circumferentially to this defect. We proceeded with intraabdominal adhesiolysis, again with metzenbaum scissors and sharp dissection. We met with success, freeing up approximately 4 to 5 cm of fascia circumferentially after extending the fascial defect for about 1 cm to make it about a 5-cm defect in its transverse measurement. This was difficult, as it was still a relatively small opening, but with a headlight, I was able to see within the abdominal cavity and very carefully lysed much of her adhesions surrounding the fascial ring defect. The one area that was met with difficulty was in the right lower portion of the defect, as the small bowel was especially adherent to this area and I was only able to clear off about 2 cm from the facial edge and after meeting with a partial deserosalization, but no enterotomy, which I repaired with 3-0 interrupted silk suture, I opted to cease my efforts to take down further adhesions in this area. We closely inspected the exposed small intestine and no other deserosalizations were identified and no injuries were identified. We then opted to place 0 nurolon interrupted parachuted horizontal mattress sutures circumferentially around the defect. We placed a total of 9 of these horizontal mattress parachuted sutures and held them with hemostats. We then placed a total of 8 simple interrupted #1 prolene with excellent purchase of relatively beefy fascial and mesh and scar edges to completely close the defect and we caught half of the prolene suture tails and the other half we fed through the center of a 10- x 14-cm piece of polyprolene mesh that was oriented transversely and we tied these down. We then parachuted the 9 horizontal mattress interrupted 0 nurolon sutures through the mesh with 2 to 4 cm of full-thickness buttressing in this fashion. We tied these down securely. We then placed a total of 14 partial-thickness tacking sutures coapting mesh at its parameter to superficial fascia using interrupted 0 nurolon. We had cleared sufficient fascia, creating full-thickness fat and subcutaneous tissue flaps to lay the mesh down in a very flat configuration. We then thoroughly irrigated the wound cavity and verified excellent hemostasis had been obtained. Of note, this patient¿s subcutaneous fatty tissues as well as facial tissues tended to bleed very easily at numerous pinpoint areas which required meticulous hemostasis with electrocautery as well as suture ligation with 3-0 silk of several bleeding points. Again, we verified excellent hemostasis and then applied 10 ml of everseal fibrin sealant over the entire surface of mesh and let the fatty tissues fall into place in an effort to prevent seroma formation. We opted not to leave a drain, as this would have been in direct contact with the mesh, given the fact that we did an onlay type of approach given her anatomic constraints. We had seen evidence that, in fact, the defect in the mesh was at the prior suture line junction of the 2 pieces of gore-tex dual mesh in that we found several sutures within the field of dissection that were consistent with these findings. At this point, we closed the subcutaneous fat with a 2-0 running vicryl suture anchored in each corner and tied in the middle. Also incorporating bites of mesh along the way to tack down the subcutaneous tissues further to the underlying mesh repair on the fascia. We then closed a second layer of fat with the 3-0 running vicryl anchored in each corner and tied in the middle. We then closed the skin with staples. The patient was awakened from anesthesia and will be followed as an inpatient.¿ (B)(6) 2009: ut southwestern medical center. Implant record. Mesh prolene surgical 6x6 in ¿ log93052. Manufacturer: j&jhs. [Missing records: records for the CT scan showing small defect, left lower quadrant, cephalad to the most inferior aspect of the mesh in the suprapubic region were not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.